Manufacturer narrative:
Visual evaluation under magnification shows extensive electrode wear with discoloration from activation. There is adhesive detached around the spacer as well as a pin-sized hole measuring approximately 0.48 mm in width in addition to scratch marks on the cap. Further evaluation shows scratch marks present on the black shrink tube. The wand was connected to a compatible controller and upon activation there were ¿sparks¿ observed at the location of the pin size hole on the right side of the cap in addition to plasma created on the electrodes. The suction line was tested and performed as intended. The complaint has been visually verified and physical evidence would suggest the root cause is more than likely associated with coming into contact with another device such as a cannula. It is possible that upon insertion or removal of the device using a cannula, the tip inadvertently came into contact with the cannula boundaries; therefore, causing the adhesive to become detached. Physical evidence would also suggest that the device may have been used as a lever to enlarge the surgical site or gain access to tissue which can be seen from the damage the shafts sustained. The ¿sparks¿ observed are most likely related to the detached adhesive around the spacer which allows saline to enter the tip of the wand. With saline present under the cap, unintentional plasma was created causing ¿sparks¿ from the pin-sized hole. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the devices. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4)

Event description:
It was alleged the ambient super turbovac wand appeared to spark while ablating. The procedure was successfully completed with the same device and there was no significant delay or patient complications reported.